Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics are within specifications. Battery depletion was most certainly caused by the excessive charging resulting from oversensing. Ventricular lead issue is the most probable hypothesis to explain the reported behavior.

Event description:
Reportedly, on (B)(6) 2016, the patient went to emergency due to several inappropriate shocks. The device was interrogated and the therapies were deactivated the same day at 13h56. At that moment, the continuity values of both coils were lower than 200 ohms with pacing impedance of 283 ohms and sensing 9.1 mv. As an insulation breakage was suspected the re-intervention to extract and replace the lead was scheduled on (B)(6). On (B)(6) 2016, the device was interrogated and it was noted that the impedance battery was low and at 2.6v but afterwards recovered to 2.8v, anyway the ICD was decided to be replaced since 61 shocks were delivered. The lead and ICD were both extracted and replaced. By visual inspection and x-ray, no breakage was observed externally, so it was thought to be an internal breakage of the lead. The subject ICD will be returned for analysis. The analysis of the lead will be treated in a separate complaint file.

Event description:
Reportedly, on (B)(6) 2016, the patient went to emergency due to several inappropriate shocks. The device was interrogated and the therapies were deactivated the same day at 13h56. At that moment, the continuity values of both coils were lower than 200 ohms with pacing impedance of 283 ohms and sensing 9.1 mv. As an insulation breakage was suspected the re-intervention to extract and replace the lead was scheduled on (B)(6). On (B)(6) 2016, the device was interrogated and it was noted that the impedance battery was low and at 2.6v but afterwards recovered to 2.8v, anyway the ICD was decided to be replaced since 61 shocks were delivered. The lead and ICD were both extracted and replaced. By visual inspection and x-ray, no breakage was observed externally, so it was thought to be an internal breakage of the lead. The subject ICD will be returned for analysis. The analysis of the lead will be treated in a separate complaint file.

Event description:
Reportedly, on (B)(6) 2016, the patient went to emergency due to several inappropriate shocks. The device was interrogated and the therapies were deactivated the same day at 13h56. At that moment, the continuity values of both coils were lower than 200 ohms with pacing impedance of 283 ohms and sensing 9.1 mv. As an insulation breakage was suspected the re-intervention to extract and replace the lead was scheduled on (B)(6). On (B)(6) 2016, the device was interrogated and it was noted that the impedance battery was low and at 2.6v but afterwards recovered to 2.8v, anyway the ICD was decided to be replaced since 61 shocks were delivered. The lead and ICD were both extracted and replaced. By visual inspection and x-ray, no breakage was observed externally, so it was thought to be an internal breakage of the lead. The subject ICD will be returned for analysis. The analysis of the lead will be treated in a separate complaint file.